Event description:
Customer called on (B)(6) 2011, reporting of a fluid leak with blood on the right side of their beckman coulter lh 750 hematology analyzer. Customer was wearing proper personal protective equipment at the time of the leak and no exposure or injury was reported. Customer noted that patient samples or results were not affected by the leak. Field service engineer (fse) was dispatched and found the bottom port of the flow cell disconnected causing fluid to flood the lower diluter. Fse replaced the tubing, but also found a hole in pinch valve tubing for the stabilyse. All pinch valve tubing in the diff mix and retic module were replaced by the fse.

Manufacturer narrative:
(B)(4).